Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was implanted with a bifurcated stent and a suprarenal extension to treat an abdominal aortic aneurysm. Endologix became aware on (B)(6) 2018, that the patient went to the hospital emergently with symptoms on (B)(6) 2018. After stat CT scan, a type 1a endoleak and a contained rupture were identified. The physician elected not to treat the patient due to the current patient condition and lack of family consent. The patient was transferred to hospice care.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of type 1a endoleak, contained rupture and urgent presentation. Clinical was also able to find the following additional findings of migration and dilation of the cuff, occlusion of the right common iliac artery and sac growth. The most likely cause of the proximal loss of seal (1a endoleak) was the stent migration, however the cause of the stent migration could not be determined. It is not known that the combination of an oversized cuff might have contributed to this event. Reportedly, the physician elected not to treat the patient due to the current medical condition and lack of family consent; the patient was transferred to the hospice care. To date there is no evidence of any further treatment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.